Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was duplicated. The cause was traced to a defective latch lock sensor. The latch lock sensor was replaced to address this issue.

Event description:
It was reported that the pump was alarming for cassette not blocked. There was no patient involvement. The returned device was evaluated, and it was found the latch sensor was defective.